Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and sensor with inaccurate readings. Blood glucose level at the time of the incident was 64 mg/dl and sensor glucose was 51 mg/dl. Customer had also a low blood glucose of 51 mg/dl, it was 142 mg/dl at the time of the call. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.